Manufacturer narrative:
For additional information received 12/15/2014 and corrections based on the additional information: on (B)(6) 2014 the reporter contacted animas with additional information. The reporter stated that the patient had discontinued insulin pump therapy on 11/01/2014 due to the call service 078 alarms, and did not take any insulin after the pump was discontinued. The reporter stated that the patient was subsequently hospitalized on 11/02/2014 with elevated blood glucose (bg) around 600mg/dl and cold sweats, shaking, confusion, vomiting, and difficulty walking. The patient was reportedly treated with IV fluids and insulin via injection.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the pump powered with returned battery cap. The battery cap slot on top of the cap was damaged. There were call service 078 motor errors observed in the pump's black box on 11/01/2014. The errors occurred during rewind sequence. Call service 064 motor errors were also present in the black box on (B)(4) 2014. During investigation, a hard call service 078 motor rewind error was received on each rewind attempt. There was no evidence of moisture inside the pump. Investigation showed that the motor cable was not seated in the motor connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.